Event description:
The customer reported that the patient received a 1st degree burn at the needle insertion site on the right rib during an rf ablation procedure. The burn was treated with ointment. A metal guiding needle was used. The metal attachment was checked and found heated. Covidien's initial evaluation found the needle insulation was damaged. The needle failed hipot testing.

Manufacturer narrative:
(B)(4). Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. Although the exact cause of the insulation damage cannot be determined, similar damage has occurred with the use of guiding needles.

Manufacturer narrative:
(B)(4). Date of initial report: 03/25/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.